Event description:
Customer reported they had to discard two small trays as they were contaminated. One had a tear in the wrap and the other had a speck of what looked like dried betadine on one of the syringe.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.